Manufacturer narrative:
P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit powered up properly after battery installation. Unit was downloaded successfully using thump software for reference. Proceeded it with the following testing to assure proper functionality of the unit. Pump passed sleep current measurement and active current measurement. However, unit did not pass the self test, as it was interrupted by pump error 75. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that on (B)(6) 2025 from 01:00:00.000 through 23:22:00.000 hour, multiple pump error 25 was recorded. The power management tool indicated the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) abnormal behavior during download history review as shown in the power management graph. In addition, pump eror 53 was also noted during testing of unit. Proceed it by cutting unit open and perform a visual inspection on electronic assemblies and connectors. All connectors were plugged in properly during visual inspection. Disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored. Unable to perform second download due to unexpected flashing medtronic logo. No moisture damage was noted on electronic assembly during deconstructive analysis. Isolate to electronic assembly. Unit was also received with battery tube threads - cracked, cracked case (battery tube), cracked case and scratched case. In conclusion, customer concern for pump error 25 was confirmed during download history review. Unit did not pass the self test due to an unexpected pump error 75. In addition, pump error 53 was noted during testing of unit. Abnormal behavior during download history review was noted in the power management graph. Unable to perform second download due to unexpected flashing medtronic logo. No moisture damage was noted on electronic assembly during deconstructive analysis. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 25 (this alarm is generated when a power system error (backup battery fails) is detected and this error does not prevent the pump from running). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the serialized device was replaced. The customer was able to clear the alarm and complete the rewind but troubleshooting did not resolve the issue. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884l was requested and the customer response was the device will be returned. The customer will discontinue the use of the device.